Manufacturer narrative:
Note: lake region lot number is cordis lot number. Per lake region report: cordis corp reported no product would be returned to lake region medical for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, lake regional medical is unable to determine the exact cause for this incident. Lake regional medical did review the device history records relative to the mfg, inspecting and packaging of lot. This packaging lot contained a total units, which were shipped from lake regional medical on 5/1/08. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Bradycardia is a well known potential adverse event associated with the carotid stent implantation procedure. The bradycardia can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. There is no evidence to suggest there were any mfg issues that contributed to the reported event. This is one of two products involved with this product malfunction, which is associated with mfg report # 9616099-2008-02403.

Event description:
The complaint received states the pt underwent carotid stent implantation and during the procedure experienced bradycardia. This is a male with medical history including tia, stroke, dyslipidemia, kidney disease, cardiac infarct, percutaneous coronary intervention and cea (right carotid artery). The target lesion was left internal carotid artery described as mildly calcified with 65% stenosis. An angioguard was inserted, tracked, deployed and retrieved without difficulties. One precise stent was implanted without reported difficulties. After the stent was placed, the pt's heart rate decreased. The bradycardia was treated with atropine with return to baseline of vital signs. There is no further report of injury to the pt. The angioguard was discarded and the stent remains implanted, thus both devices are unavailable for analysis.